Event description:
It was reported that the ilet lost connection to a dexcom g7 approximately thirty minutes after normal operation, while the dexcom mobile app continued to display glucose readings, indicating a sensor-to-phone connection but a loss of communication between the sensor and the ilet. Symptoms included no adverse clinical effects and no reported hypo- or hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical support troubleshooting and user education focused on reviewing cgm information, verifying the pairing code, and assessing device display messages. Investigation of this case revealed transient signal loss with the ilet displaying a replace or stop message, after which glucose values resumed on the ilet without further incident. It was concluded that the event was due to a temporary communication interruption between the cgm and the ilet without patient harm.